Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received; there were four screws involved in this case.

Manufacturer narrative:
A product development investigation was performed for the subject device. The vs208.009 2.4mm locking screws, self-tapping are implants routinely used in the mini tibial plateau leveling osteotomy system per the technique guide. The screw was returned and reported to be unable to tap the bone and could not be inserted. This condition is unconfirmed; the screw is in good condition with no visible deformation at the tip or along the threading. It is likely that the screw was to be inserted into very dense bone which has led to this complaint condition. It is also possible that user error may have contributed to this complaint. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. During the product development investigation the subject device was determined to be product not part number vs208.009 (2.4mm locking screw self-tapping-9mm) and not part number vs208.013 as initially reported by initial reporter. Subject device was not implanted. This field should be blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a radius fracture repair three self- tapping locking screws of 9mm length would not start (cut the bone) even after 10-15 minutes of trying per screw for 3 screws. To complete the surgery, 8mm and 10mm screws were placed instead which worked without issue. Surgery was prolonged, but patient recovered well. This is a veterinary case that involved a (B)(6) canine, (B)(6). No human involvement this report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional narrative: device used in a veterinary case. No patient information will be reported. The 510k: vet use only. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.